Event description:
It was reported that during the final (3rd) wash step, the bag broke in the centrifuge causing the product to leak into the centrifuge bowl. At the time, the centrifuge speed was 400g and the bag volume was approximately 589ml, based on weight.